Event description:
During cardiac surgery, reportedly a prosthetic aortic valve placement procedure involving a cor-knot standard kit, it was reported that a cor-knot standard device would not trim suture. The procedure was completed with the other cor-knot standard device from the kit. Six weeks after surgery, the surgeon reported that the pt continues to do very well.

Manufacturer narrative:
The warning section of this product's technology guide (instructions for use) instructs customers to not use "damaged" cor-knot product. All rep in the field involved with hosp staff training provide in service and intraoperative instructions concerning the immediate removal from use of any cor-knot device displaying suboptimal performance. Hosp staff are also instruction to return any device in question to our mfg facility. Corporate senior management, along with regulatory, quality and engineering leadership are committed to monitoring any observations of cor-knot product performance concerns, specifically including suboptimal suture cutting and potential knot security, as part of an ongoing in depth analysis of related issues. Further related surgical staff training is now underway.